Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported 4 fr double lumen provena is kinking distal to the insertion site and difficult to drop down in the svc. It was stated they have had to replace the lines completely or pull back to midline to use.